Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This condition was found in the emergency room. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that does not turn on was confirmed during product evaluation. The assignable cause for the pump was a power issue which service determined was caused by a loose front panel keypad ribbon cable on the cn601 connector. To resolve the reported condition service reconnected the keypad ribbon cable onto cn601 connector and applied a new adhesive tape.